Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that 11 days later, the patient was readmitted to hospital due to lymphocele in the left groin. Surgical revision of the left groin lymphocele with primary wound closure was performed the next day. Per the investigator, the cause of the event is procedure related. It was noted to not be related to the device by site and sponsor. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the event was resolved. The sponsor has assessed the event as related to the study procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was confirmed that the secondary procedure on (B)(6) 2018 involved surgical revision of the left groin lymphocele with primary closure and inguinal exploration with lymphocele and fibrin adhesion resection with secondary closure. If information is provided in the future, a supplemental report will be issued.